Event description:
It was reported that the customer had several crack on the insulin pump. The customer blood glucose level was 7.8 mmol/dl. Troubleshooting was not performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports that the insulin pump was received with cracked case at display window corners, display window, reservoir tube, and reservoir tube lip and battery tube threads. The unit had minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.